Event description:
It was reported that a cable broke while being tensioned during a procedure to repair a fractured femur. A larger cable was used to complete the procedure. There was no reported surgical delay nor patient harm. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
The part was not returned for evaluation. A review of the device history records has been requested. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that pioneer surgical technology manufactured the 1.0mm cable with crimp 750mm-sterile, part #298.800.01s, and lot #p505003. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 1.0mm cable with crimp 750mm-sterile was made to the synthes drawing p/n 03.221.017, revision ¿d¿, released on september 9, 2002. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.